Event description:
During an ampullectomy, the physician selected a cook endoscopy quicksilver bipolar probe. The tip of the probe separated from the device during coagulation. A extraction basket was used to retrieve the tip via the endoscope. Another coagulation method (argon) was used to complete the procedure. A foreign object was retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the probe device was returned to the approved probe supplier for complaint evaluation. The eval confirmed the report of a detached probe tip. The probe tip was not included in the return. A visual examination of the base of the probe confirmed the presence of adhesive used during the mfg process. The adhesive bond between the probe base and the outer tubing remains intact. Therefore, the probe tip detachment is related to breakage. This does not suggest a mfg defect caused or contributed to breakage and detachment of the probe tip. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt's anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Tip breakage can occur if the tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approximately 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.